Manufacturer narrative:
The event of capsular contracture and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown, "breast axilla suspicious and abnormal enhancing lesion," and "radial fold." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion and yellow particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side "firmness and convex", hard, deformed, rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown, "breast axilla suspicious and abnormal enhancing lesion," and "radial fold." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "firmness and convex", hard, deformed, rupture. The device remains implanted.